Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 07/19/2023, the patient experienced confusion, he stated it seemed like he did not know when he at or what are they doing to him as per his daughter. The cgm reading was 93mg/dl and the bg reading was 50 mg/dl. The patient was taken to the emergency room and the nurse there treated the patient with orange juice and food. After the treatment the bg was stable. At an unspecified time of the event the bg was 96 mg/dl and there was no cgm value reported. The patient was discharged the same day and the bg reading was over 100 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.